Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed battery out limit and had a blank display. The blood glucose reading was 168 mg/dl. The customer stated that after the battery failed the test, he put in a new battery and it passed the test. He observed the new battery counting up and then showing that it was out of range. The customer called back, noting that the device had an intermittent problem of getting a blank display. The blood glucose reading at the time of the second call was 55 mg/dl, which the customer treated with lunch. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump powered up properly after battery installation. Insulin pump received with operating currents within specification. Insulin pump was monitored and no blank display anomalies, unexpected low battery, battery out limit or failed battery test alarms were noted. No damage on the connector lcd isolation tape noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform excessive no delivery test due to prime anomaly. Insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.